Event description:
It was reported the patient complained of having a lot of pain in the implant area. The patient discussed the pain with their physician, who stated that the device could be moved, but the patient's muscle tissue was the problem. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.